Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer did not recall specific actions taken to resolve the issue, therefore no additional information was obtained.